Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. There were numerous hypotube kinks throughout the hypotube. The mid-shaft was stretched, twisted and completely separated. The distal end of the catheter was not returned for analysis. The separated end of the midshaft appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the highly calcified and severely tortuous mid right coronary artery. The physician attempted to cross the lesion with several balloon catheters; however, none would cross. The physician then advanced a1.20mm x 12mm emerge¿ push balloon catheter that was able to cross the lesion. The balloon was inflated. When the physician attempted to remove the balloon catheter, resistance was felt. The physician used some force to remove the device and it was noted that the tip of the balloon catheter was detached. The physician felt he may have pulled the balloon catheter before it was completely deflated. Several attempts were performed to remove the detached tip; however, the attempts were unsuccessful. The guide wire and the guide catheter were removed. The tip of the catheter floated distally in the vessel and was left in the distal branch of the posterior descending artery. The physician noted that the issue was due to the anatomy of the patient. The procedure was completed using another balloon catheter and successful implantation of a stent to the target lesion. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the highly calcified and severely tortuous mid right coronary artery. The physician attempted to cross the lesion with several balloon catheters; however, none would cross. The physician then advanced a1.20mm x 12mm emerge¿ push balloon catheter that was able to cross the lesion. The balloon was inflated. When the physician attempted to remove the balloon catheter, resistance was felt. The physician used some force to remove the device and it was noted that the tip of the balloon catheter was detached. The physician felt he may have pulled the balloon catheter before it was completely deflated. Several attempts were performed to remove the detached tip; however, the attempts were unsuccessful. The guide wire and the guide catheter were removed. The tip of the catheter floated distally in the vessel and was left in the distal branch of the posterior descending artery. The physician noted that the issue was due to the anatomy of the patient. The procedure was completed using another balloon catheter and successful implantation of a stent to the target lesion. No patient complications were reported and the patient's status was stable.